Event description:
(B)(4). My device was provided by or payed for by (B)(6) insurance. Side effects: stabbing pain in abdomen, severe cramping, vaginal pain, pain during sex, heavy period, longer than normal period, pain during ovulation, migraines, joint pain, hip pain, leg pain, stabbing/ tingling/numbness of hands and legs, back pain, dizziness, forgetful foggy memory , pregnancy, miscarriage.